Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be use error, tidal total ultra filtration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 00:45:01. During night drain cycle five, the patient's ultrafiltration reading was 1306ml, indicating the home patient (hp) drained 1126ml more than their maximum programmed fill volume of 1800ml. No additional information is available.